Event description:
It was reported that the insulin pump alarmed no delivery frequently during priming. The blood glucose reading was 197 mg/dl. The customer advised that he did know the steps on how to check if he had a no delivery. He stated that he was unable to troubleshoot for the alarm, as these were past events that had been previously resolved by infusion set changes. Advised the customer to perform an infusion set change as soon as possible and to call when the device alarmed for proper troubleshoot. He declined returning the reservoir and infusion set for analysis. He also reported that the insulin pump alarmed button errors. The blood glucose reading at the time of button error was 220 mg/dl. He noted that a button may have been pressed in the device pouch prior to the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no act button response due to a flattened button dome switch. No button error alarm was noted during testing. No excessive no delivery alarm could be confirmed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, broken battery tube threads and a scratched reservoir tube window.